Event description:
It was reported that a patient using an ilet pump experienced hypoglycemia with a reported blood glucose of 33 mg/dl, and emergency medical services were called. Symptoms included low blood glucose. Outcomes included acute medical attention without hospitalization. Investigation included review of available complaint details and outreach to the clinical diabetes specialist and treating clinician. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with reports that the patient was not following clinical guidance for pump use. It was concluded that a definitive device-related cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.